Manufacturer narrative:
(B)(6) 2018. The device was replaced and the removed part was returned for failure evaluation. The visual inspection of the ventilator did not reveal any signs of external damage or contamination; all wiring, cables, and connectors were routed correctly and secure. The ventilator was booted into diagnostic mode and the diagnostic report revealed the following error code. (Ec#1218) during an approximate run time of 2 hours, the unit delivered breaths and did not generate any error codes or failures. The unit displayed backup battery output was 16.22 volts; the backup battery charging led did activate. Testing was completed and no failures were identified.

Event description:
The customer reported that on receipt of the ventilator, the touchscreen failed calibration and was not responding. There was no patient involvement. Date of incident not specified, estimate used.